Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a device changeout procedure, this right ventricular (rv) lead exhibited noise while the physician manipulated it. The physician suspected that this rv lead was fractured and opted to surgically abandon it and implant a new rv lead. No additional adverse patient effects were reported.